Manufacturer narrative:
Reliability analysis inspected two opened/used enlite sensors and performed visual inspection and found that 1 of the 2 sensors had a broken cannula and a missing broken part. The 1 remaining sensor performed the bicarbonate buffer test and failed per specification with low readings.

Event description:
The customer reported via phone call that she was having lost sensor issues. The patient's blood glucose at the time of incident was 237 mg/dl. Troubleshooting was initiated and the customer was advised that the sensor may be defective, dislodged, bent, retracted, or damaged. The sensor was returned for analysis and a replacement sensor was shipped to the customer.